Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of tha for metallosis.

Manufacturer narrative:
(B)(4). An event regarding revision (metalosis) involving a metal head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There have been no other events for the lot referenced. It was reported that patient was revised due to metalosis. The event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of tha for metallosis.